Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: occurred during a bariatric procedure. The rotating piece in the distal anchoring area of the adapter is missing so it was not possible to load the sulu. In order to solve the problem, a new handle and adapter were used with no further issues. The devices were not used in the patient.